Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3; reference MFR. Report#3006705815-2018-03465. Reference MFR. Report#3006705815-2018-03466. It was reported the patient was going to have their system explanted. Additional information pending.